Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified proximal to mid left anterior descending artery (lad). The 3.00x20mm taxus express2 drug eluting stent (des) was advanced to the target lesion but was unable to cross. The device was successfully removed from the patient and it was noticed that the proximal edge of the stent was lifted up. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.